Event description:
Information received indicates the bed is not working due to blood, body fluids and water in the electrical pan.

Manufacturer narrative:
The technician replaced the power control board to repair the bed.